Manufacturer narrative:
Reported event was confirmed by review of radiographs reviewed by a third party hcp. Initial image notes normal appearance of total knee arthroplasty and appears to be anatomically aligned and intact. Second image shows metallic articular surface is no longer attached to the tibial base, can be seen detached with the anterior joint space. The remainder of hardware appears intact, bone appears normal. There are no signs of loosening, wear, radiolucency, or contributing factors. Complaint sample was returned and evaluated against the reported event. Visual inspection identified the tibia exhibits signs of repeated use and has some residue on the place. The art surface shows signs of being implanted with discoloration and wear. The dovetail feature is flared out. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: 00598004702; stemmed tibial component ; lot#: j6563908. Customer had indicated that the product was being returned to zimmer biomet for investigation, but it has not yet been received. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03965.

Event description:
It was reported a patient underwent a left knee arthroplasty on approximately one year ago. Subsequently, the lps flex articular surface was identified via xray to no longer be attached to stemmed tibial baseplate and revised on 10 months post-op.